Event description:
Arthrofibrosis after knee replacement. Limited rom 80/10/0. Manipulation under anesthesia, cpm and physiotherapy.

Manufacturer narrative:
An event regarding arthrofibrosis involving a scorpio knee system was reported. The event was not confirmed. Device evaluation could not be performed as no items were returned. Medical records received and evaluation. The provided records were rejected for review by a consulting clinician. X-rays and operative reports would be required to provide a meaningful dictation for this case. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. The event could not be confirmed nor the root cause of the reported arthrofibrosis determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded arthrofibrosis may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time.

Event description:
Arthrofibrosis after knee replacement. Limited rom 80/10/0. Manipulation under anesthesia, cpm and physiotherapy.

Manufacturer narrative:
Additional devices listed in this report: cat 80-4411l scorpio nrg cr femoral com left # 11 lot code mmhp0e cat 7115-0009 series 7000 standard tibia lot code mmhm92. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Devices implanted.